Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 340-370 mg/dl. Customer alleged the pump did not deliver insulin as intended. Customer declined to perform a pump system check with tandem technical support. Customer reverted to insulin pens to address bg level.